Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following several intraocular lens (iol) implant procedures, filaments were noted on the iols that appeared to be attached to the lens optics, always in the same position. The physician ensures that it is attached to the iol and believes it is introduced in some way during the surgery. The filaments are not visible when the iol is loaded. There has been no inflammatory response or any visual problem. Additional information was provided indicating that there has been no adverse reaction and, the patient was in good condition. There are two medical device reports associated with events by this physician. This report is for one patient on the date, (B)(6) 2020.